Event description:
Philips received a complaint by the customer on the v60 indicating that a "blower temperature high" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device was giving a "high blower temp" error. The rse had the customer confirm in event log, and the customer found a 1122 "blower temperature high" error code. During troubleshooting, the customer and rse verified that the air inlet filter was not dirty or blocked, checked that the cooling fan was operational, and replaced the blower. The customer informed the rse that the filter would be replaced and then performance verification testing (pvt) would be performed. The rse advised the customer that if the device was turned back in with the blower temp high error, the manufacturer's recommendation is to replace the blower assembly. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.